Event description:
It was reported that dissection occurred, and additional intervention was performed. A sterling balloon was advanced for dilation. During the procedure, a dissection was noted in the area proximal to the initial stent placement. The exact cause of the dissection remains unclear; however, it is suspected that the post-dilation balloon may have contributed, as it was advanced into the stent. A second stent was deployed to cover the dissected area.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific information. Additionally, the initial reporter contact information is still pending. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection occurred, and additional intervention was performed. A sterling balloon was advanced for dilation. During the procedure, a dissection was noted in the area proximal to the initial stent placement. The exact cause of the dissection remains unclear; however, it is suspected that the post-dilation balloon may have contributed, as it was advanced into the stent. A second stent was deployed to cover the dissected area. It was further reported, that an additional stent was placed during the procedure. Both the 4x30 sterling and 5x20 sterling devices were utilized in the same patient and during the same procedure.